Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient¿s ipg failed establish communication with external devices. Reportedly, patient stopped charging the ipg due to communication issues and the ipg was deemed inoperable. Surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.